Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness. Upon device interrogation, the right ventricular (rv) lead exhibited high impedance, oversensing of noise, a polarity switch and had a fracture. A pacing lead was opened but then not used during the procedure for an unknown reason. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.